Event description:
It was reported by the rep the device was used during a thoracotomy. It was reported the surgeon fired the device once successfully. The ez45g was then reloaded and the staples in the reload would prematurely pop out. Another ez45g was opened to completed the case. There was no consequence to the patient.

Manufacturer narrative:
Endopath thoracic endoscopic linear cutter with safety lock-no conclusion could be reached based on the analysis results. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. The instrument was fully functional and conforming to design specifications. While co was unable to re-create the event, co has documented the circumstances as they were reported. In addition the appropriate engineering personnel have been notified of this incident. The information provided is compiled, monitored and reviewed by upper management on a routine basis for any associated trends.